Event description:
On 4/20/95 pt had a dual chamber permanent pacemaker inserted for sick sinus syndrome and a v block. The pt complained of shortness of breath, weakness, fatigue and exhaustion and had a long rhythm strip of inappropriate sensing and capture. On 2/8/96 the pt was taken to the or due to pacemaker failure for removal of the atrial lead and repositioning of the ventricular lead.